Manufacturer narrative:
(B)(4). Batch # r93p74. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Due to the returned condition of the device, the reported event of " tissue effect issues," could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the surgeon was using the product and getting a lot of bleeding. As she was trying to control the bleeding, the tissue pad was coming off and was completely detached the surgeon perceived the coagulation to be less than expected. Two more instruments and clips were used to control the bleeding. No blood products were administered and there were no patient consequences reported.